Event description:
On (B)(6) 2026 htl-strefa inc. Received a phone call complaint. Customer stated: 10 pen needles from current box failed to prime insulin for injection. She said the no matter how much she dials in to the pen needle the insulin will not push through. She uses lantus solostar and lispro injection pens. Customer did not suffer mis dosing or any health consequence from the complaint. Customer confirmed she follows the IFU. We are providing replacement samples and the customer agreed to submit samples for investigation analysis. Sample under complaint has not been returned for further evaluation.

Manufacturer narrative:
In the submitted notification, there was reported priming problems. Customer stated several pen needles have failed to prime insulin. She uses lantus solostar and lispro injection pens. The insulin doses are closely correlated with the patient's condition and glycaemic control. Whether the patient has received adequate doses of insulin can be assessed throughout the day during glucose measurements. Considering the above, the administration of insulin is not indifferent (glucose monitoring) to the patient and cannot be overlooked. Concerns about the administration of a full or incomplete dose of insulin are monitored by patients on an ongoing basis, therefore the risk of serious health complications is low. Glycaemic control is the main measure of diabetic status assessment and is an important parameter of daily therapy. History of previous, similar events show that a level of confirmed defects of product in comparison to quantity sold is negligible, the ratio of the confirmed complaints is on very low level. The defect was observed during evaluation of archival sample - 12 pen needle with lack of patency were found. Information about defect was immediately forwarded to appropriate department. CAPA actions has been introduced to the complained problem. Production process has been verified. No defects in DHR reviewed. Initial complaint assessment did not identify that the affected lot had previously been associated with a confirmed lack-of-patency defect. As a result, the event was incorrectly classified as assessed as not serious without hhe form. The issue was identified during a subsequent review and the complaint was reassessed. During a subsequent review of the complaint file, it was identified that the affected lot had been previously associated with confirmed lack of patency findings. Therefore, the event was re-evaluated with consideration of the known product malfunction. Although no harm occurred in this event, blockage of a pen needle represents a malfunction of the device, as it failed to perform its intended function of enabling insulin delivery. If such a malfunction were to recur and remain undetected, it could potentially result in under-delivery or non-delivery of insulin, which may lead to serious deterioration of health. Based on the above, despite the absence of patient harm, the event is assessed as a reportable malfunction under FDA MDR requirements. Final recommendation of the hhe team: to report the event in the united states, where the event occurred.